Event description:
The account alleged that the head section would not rise at all.

Manufacturer narrative:
After replacing the s5 and s7 valves, the account replaced the head cylinder to repair the bed.